Event description:
It was reported the patient had coronary dilatation and an angio-seal was used without difficulty. The patient was discharged from the hospital 48 hours later, in good condition. Three days later, the patient complained of leg pain. The physician found no cause for the pain. Five days later, the patient returned with acute pain and venous problems in the right leg. An echo revealed a foreign element at the level of the popliteal release. Three days later, the patient underwent surgery and the anchor, collagen and suture were removed. There were no complications at the puncture site and no hematoma.

Manufacturer narrative:
One anchor, collagen, and suture were received in a plastic vial for evaluation. The suture was 1.6" long. There were no anomalies to the anchor, collagen, and suture. Microscopic analysis revealed that the collagen appeared to not be completely tamped. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.